Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a closurefast catheter was used to treat venous insufficiency of the great saphenous vein under general anesthesia with tumescent infiltration and hand compression. The catheter was flushed prior to use, proper temperature was reached, and the instructions for use were followed. After three cycles, bubbling was noted to the fep liner, with burnt residue and a kink also observed. The bare coil was not exposed. Another device was used to complete the procedure and vein closure was achieved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis damage was noted along the heating coil/element. Microscopic examination revealed peeling/ kinking/ burning of the fep layer of the heating element/coil the catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight visual inspection of the returned catheter revealed one kink along the heating element/coil, the kink was observed at 3.2cm from the distal tip of the device image analysis: one still image was provided for evaluation. Burned biological material appears to be present on the coils. The distal section of the catheter also appears to be bent or kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.